Event description:
Customer states that she obtained results of 570mg/dl, 112mg/dl, and 204mg/dl on the same device within minutes. No adverse event was reported and no treatment received. No strip information was provided. No quality controls were unsed. Requested return of the suspect device and replacment was sent.